Event description:
A report was received from the field indicating that this pt underwent cypher stent implantation to an unknown artery. In 2008, patient experienced chest pain and was seen in the emergency room. Upon eval patient was found to have in stent restenosis requiring a new stent to be implanted. At the time of this report, patient is discharged from hosp and remains under physician's care. At the time of this report, the event is resolved and additional info has not been forthcoming.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.